Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had poor air and water supply. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) which was completed with the same equipment with no delay. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was a foreign object inside the nozzle and the distal holder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a foreign object inside the nozzle and the distal holder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies verbiage which may have prevented the phenomenon in "evis lucera jf/tjf type 260v¿ and ¿evis lucera jf/tjf type 260v¿ in ¿chapter 3 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.